Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details: was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? Were there any patient consequences? If yes, please describe. Please confirm the qty that will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, at first staff thought it was just that clip applicator with a fault so didn't do anything. Used the same batch number for next case taking care to check that the clips were fully engaged. Realized that there was an error with this clip applier. Retrieved the clip applier used and the packaging. Used clip appliers with different batch/lot number for the rest of the list with no problems.